Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer found air bubbles in the tubing and reservoir. It was stated that the customer has never had insulin leaks. Customer sometimes rewinds the insulin pump and primes to get bubbles out. Blood glucose value was 15 mmol/l. The insulin pump was not rewound with a reservoir in place and insulin was stored at room temperature. Customer was advised to remove the infusion set, clamp the tubing and run fixed prime; no leaks found. It was stated that the sir bubbles did not persist after the set change. Nothing further reported.